Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter is not available as follow up is not possible at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side seroma. The device remains implanted.